Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had an infection at the device pocket, and the system was subsequently explanted. There were no add'l adverse effects reported.